Event description:
It was reported that the 9800 system failed to boot prior to a system test. No patient was involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep renamed the debug log file and allowed the unit to recreate a new file. The system was rebooted several times without incident. The rep also informed the tech about the proper shut down procedure. The system operates as intended.